Event description:
This is report 2 of 2 for the same event. It was reported that during a cochlear implant surgery an "e8 error code was received" on the console device when in use with the motor device. The reporter clarified that the error code would come when the motor device was not in use. The user would reboot the console and the issue would resolve. The user "had to reboot" at least twice during surgery. The case was completed with the same motor device. The reporter stated that there was no issue experienced with the motor device during surgery. The planned surgical procedure was completed without delay as a spare device was available for use. No patient harm, adverse outcome or injury was alleged. It was reported that the console device was tested with a different motor device post-surgery, and the failure could not be duplicated. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed on the device and it was observed that the console displayed an e8 error code, had loose set of screws, and a pushed in connector. The electrical pins pushed back in the connector was a result of the connector not being properly aligned and forced into the female connector when plugging it into console. This was what caused the e8 error code. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to misuse/abuse and possible user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.